Manufacturer narrative:
Analysis of neurostimulator model 3116 serial # (B)(4) showed no significant anomalies and showed a normal end-of-life (eol) condition (no telemetry/no output).

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was possible premature battery depletion, and the ins was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.